Manufacturer narrative:
Following confirmation of revision, this event will be further updated.

Event description:
Boston scientific received information that during a routine telemetry session, this right atrial lead exhibited loss of capture. The patient was schedule for intervention to replace this lead. No resulting adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
All attempts to obtain additional information have been exhausted. Should new information be received at a later date, this event will be reopened and updated accordingly.